Manufacturer narrative:
Product ID 8840 lot# serial# unknown product typ programmer, physician; product ID 8731 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ catheter; product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ catheter; product ID 8596 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ catheter. (B)(4).

Event description:
It was reported that there was a possible infection from an exposed catheter. It was later clarified that the patient had a pressure sore which exposed the catheter. An infection was confirmed. The cerebrospinal fluid (csf) was cultured. It was noted that the pressure sore was infected, but not the csf. It was also noted that the primary location of the infection was unknown. The device system was used to deliver morphine and compounded baclofen. A surgical intervention was required. The catheter was explanted and replaced. The proximal portion of the catheter was spliced. It was reported that the infection resolved, and there was no drug withdrawal.

Manufacturer narrative:
(B)(4).